Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. When pump (B)(6) was connected to (B)(6) for the first time, the purge line was most likely already primed, since case start wizard was previously launched and priming had started (there was no pump connection recorded, and wizard was closed, then launched again). During, and in-between subsequent attempts to use the pump, console presented with controller error alarm (defective optical sensor lamp), and its logs recorded multiple communication issues with optical bench: events 1035, 1043 (due to optical bench resetting), and later events 1036 (due to momentary loss of light) and invalid_bad_pressure_sample_mask errors. Calibration of g0 was started during 1st attempt but failed (due to unreliable placement signal), and again during 2nd attempt where it succeeded. At this point the pump was initialized, and calibrated g0 was recorded in pump eeprom. The 3rd and 4th attempt failed, due to optical system errors and the fact that purge line was already primed. After 5 failed attempts, pump (B)(6) was transferred to console (B)(6). It is most likely that optical signal issues were the primary reason for transferring the pump to backup console. The cause for skipping purging prompts of case start wizard was the fact that purge line was already primed, and pump was initialized. The cause of optical signal issues and controller alarm was defective optical bench, intermittently failing to provide light to the optical system. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-27822. H6 medical device problem code 2880 was erroneously entered on the initial manufacturer device report number 1220648-2025-27822.

Manufacturer narrative:
The automated impella controller was returned for investigation. Should any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during start up, the automated impella controller skipped the priming step. No patient was involved in this event.